Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that "when it was opened to attach a new soft goods before the shipment of the repaired products,a sewing needle of 4 cm in length was found within the foot support pad." There was no reported injury.